Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that the death was related to the device. No further information is available at this time.

Event description:
Further information received indicated that the cause of death was ventricular tachycardia. Device malfunction was suspected. The patient was taken by ambulance following a call for rapid respiratory with cyanosis and diaphoresis. After arriving at the emergency department, resuscitation maneuvers were attempted without success.

Manufacturer narrative:
The device was tested using automated test equipment and no anomalies were found. The device is normal.